Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, sensing on the right ventricular (rv) lead had decreased. The variation was suspected to be a result of the r-wave morphology. Also, the threshold measurements had increased. As a result, the rv lead was repositioned. While the sensing variation remained, the threshold measurements decreased in the new location. No additional adverse patient effects were reported.